Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied photos for evaluation. The photos showed the distal luer hub of the catheter, which became detached from a "3 lumen extension line from supplier didactic" as described in the reported complaint description. The customer reported issue is not confirmed based on the photos as the distal luer hub is still attached to the distal extension line of the teleflex catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer reported issue is not confirmed. The customer provided photos which showed the distal luer hub of the catheter became detached from a "3 lumen extension line from supplier didactic" as described in the reported complaint description. However, the distal luer hub of the telefex catheter is still attached to the distal extension line of the catheter. A device history record review was performed based on potential lot number identified from sales history. There was no evidence to suggest a manufacturing related cause. The probable cause of the reported complaint could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "a 3 lumen extention line from supplier didactic was screwed to the juncture hub of the extension line of a cv-12712 in the beginning of the afternoon. At 5pm the juncture hub was found broken in the catheter." No patient harm or consequence was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "a 3 lumen extension line from supplier didactic was screwed to the juncture hub of the extension line of a cv-12712 in the beginning of the afternoon. At 5pm the juncture hub was found broken in the catheter." No patient harm or consequence was reported.